Event description:
It was reported that after falling off of a three wheeler, the patient began feeling stimulation in the wrong location. The stimulation was in his legs instead of his back. The patient also noted intermittent "upset stomach" when the stimulation was turned on. The patient's status was reported as fair. Additional information has been requested, but was not available as of the date of this report.